Manufacturer narrative:
Additional, changed, and/or corrected data: a2, h6.

Event description:
Healthcare professional reported rupture diagnosed by MRI and device appeared "liquefied'. The device has been explanted and replaced with a non-allergan brand. This relates to the left side.

Event description:
Healthcare professional reported rupture diagnosed by MRI and device appeared "liquefied'. The device has been explanted and replaced with a non-allergan brand. This relates to the left side.

Manufacturer narrative:
F2203 - imaging required. Continued phone number(s) (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Photo evaluation: visual analysis of the photographs identified: -rupture observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.